Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient's vision was very cloudy, glare, halos and trouble driving at night. The iol was exchanged in a secondary procedure following the initial procedure. Additionally pars plana vitrectomy was required. Additional information was requested.

Event description:
Additional information was requested, received. Stating, that in the surgeon¿s opinion, multifocal intolerance, due to previous lasik and corneal guttate was reason for cause of the events.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).